Event description:
The plaintiff's attorney alleged that the pt expired due to the administration of the product for dialysis treatment.

Manufacturer narrative:
This is one of two device reports for this event.